Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 835 mg/dl and other blood glucose values were 535 mg/dl and 440 mg/dl. Customer had abdominal pain, was feeling dizzy, and was thirsty. Customer was in intensive care unit as a result of high blood glucose level. The customer was treated with insulin injections, saline solution and insulin drip. Customer does not allege that insulin pump was under delivering. The insulin pump will be returned for analysis.